Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the instructions for use: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the distal end has a crack, the forceps elevator and the bending section cover both had foreign material, due to insufficient cleaning. Additional findings were as follows: because s-cylinder is shaved, suction volume does not meet the standard value, the suction cylinder is shaved, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, the play of right/left knob is out of the standard value, the adhesive on bending section cover is detached, due to a pinhole on bending section cover, water tightness is lost, the connecting tube has discoloration, the light guide cover glass, the forceps channel port both had a dent, and the scope-connector, the switch box, the switch1, the switch3, the image guide protector, the scope-cover, the grip, the acoustic lens, the universal cord all had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a channel blockage - air/water flow was insufficient. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator, the bending section cover both had foreign material and the distal end had a crack. There was no patient involvement or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.